Event description:
It was reported that during a ptca / stenting treatment procedure. The quantum maverick monorail 15/2.75 mm balloon would not fully deflate. The calcified lesion was located in right coronary artery. A taxus stent was deployed at the lesion site without difficulty. The quantum maverick monorail 15/2.75 mm balloon was being used to post-dilate the stent. The physician met resistance while attempting to remove the balloon after successful approximation of the stent. When he had maneuvered it to the guide, it would not pull back into the guide. Once removed from the body, the physician noted that the balloon remained partially inflated. Outside of the body he was unable to completely deflate the balloon despite application of negative pressure. There were no patient injuries or complications. Patient status is reported as `good'.